Event description:
Boston scientific received information that the patient was implanted with a single chamber pacemaker system without issue and was stable following the procedure. After the patient was sent back to their ward, he experienced hypotension. Using ultrasound, the physician found that there was a slight pericardial effusion at the superior vena cava near the atrium. It was suspected that a perforation of the right ventricular (rv) lead had caused the effusion as the helix is slightly exposed. A vasopressor was given to the patient and a chest tube was inserted in an attempt to drain the fluid; however, there was not enough fluid to drain. After this intervention was performed, the patient stabilized. Later that evening, the patient experienced multiple organ failure and died. The physician thought that there was no correlation between the implanted products, the procedure, and the patient's death. The rv lead and device were not explanted and therefore, are not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.